Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The healthcare professional was unable to interrogate the device. Intervention was required to resolve the issue. Patient was stable throughout event.